Event description:
It was reported that a patient presented with complaints of discomfort due to inappropriate shock. Upon examination it was determined the show was due to incorrect interpretation of signal. Programming changes were made and medication was given to the patient. No adverse patient consequences were reported.